Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. At this time, no further information was received regarding this alert. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating the red call doctor alert was due to no transmission performed since 2024 for this device. No device malfunctions were found. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. At this time, no further information was received regarding this alert. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.